Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported after multiple surgeries the ipg does not communicate with external devices. In turn, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated patient had an unrelated surgical procedure previously wherein the ipg was not set to surgery mode prior and as a result the ipg became inoperable. Surgical intervention occurred on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.